Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "nodule", and "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine twice in the cheek, and chin, the second injection was approximately three and a half months after the first injection. The same syringes were used in both injection sessions. Approximately 5 months after the second injection the patient presented "a painful large nodule" "in the area of the filler on the left and right side of the chin". Patient prescribed augmentin 1 week after onset, and hylase was administered 15 days after onset. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00195 (allergan complaint #(B)(4)). This MDR is being submitted for the second lot number of suspect product, juvéderm® voluma¿ with lidocaine.